Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and device dislocation ('migration') in an adult female patient who had essure (batch no. 20222098) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff received treatment for migration. Discrepancy noted in date of insertion (B)(6) 2010. Essure was placed on the right with deployment at the os with further deployment with 2 to 3 rings on the right and a similar procedure was then performed on the patient's left with 2 to 3 coils outside the os. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) performed. Result not provided. Lot number: 20222098, manufacture date: 2009-10 , expiration date: 2012-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic/pregnancy (termination),'), embedded device ('one of the coils were embedded in the fetus') and device expulsion ('migration/migration of essure device location of device: intrauterine') in an adult female patient who had essure (batch no. 20222098) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 3, recurrent abortion, abortion, thrombosis cerebral and d & c. Concurrent conditions included morbid obesity. Concomitant products included alprazolam (xanax) and escitalopram oxalate (lexapro). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery ( termination and bilateral laparoscopic salpingectomy). Essure was removed on (B)(6)2011. At the time of the report, the ectopic pregnancy with contraceptive device, embedded device and device expulsion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device expulsion, ectopic pregnancy with contraceptive device and embedded device to be related to essure. The reporter commented: plaintiff received treatment for migration. Discrepancy noted in date of insertion (B)(6)2010 and (B)(6)2010. Essure was placed on the right with deployment at the os with further deployment with 2 to 3 rings on the right and a similar procedure was then performed on the patient's left with 2 to 3 coils outside the os diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram in (B)(6) 2010: total bilateral occlusion. Lot number: 20222098 manufacture date:2009-10 expiration date: 2012-10 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received- new event one of the coils were embedded in the fetus were added. Medical history, concomitant drug were added. Event device dislocation updated to device expulsion. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) performed. Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury was updated to events: pregnancy: ectopic, migration and device ineffective. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and device dislocation ('migration') in an adult female patient who had essure (batch no. 20222098) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff received treatment for migration. Discrepancy noted in date of insertion (B)(6) 2010. Essure was placed on the right with deployment at the os with further deployment with 2 to 3 rings on the right and a similar procedure was then performed on the patient's left with 2 to 3 coils outside the os diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) performed. Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: plaintiff fact sheet and medical records received. Lot number added. Reporter information, aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.